Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received unspecified high reading on the sensor and self-treated with insulin (unknown dose). Customer experienced a loss of consciousness while driving and emergency doctor was called who performed a blood glucose test. Customer was treated with 2 glucose injections, and a reading of 70 mg/dl was obtained on the hcp meter after first injection and 164 mg/dl was obtained after second injection compared to sensor reading of 465 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh005lx7tw has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received unspecified high reading on the sensor and self-treated with insulin (unknown dose). Customer experienced a loss of consciousness while driving and emergency doctor was called who performed a blood glucose test. Customer was treated with 2 glucose injections, and a reading of 70 mg/dl was obtained on the hcp meter after first injection and 164 mg/dl was obtained after second injection compared to sensor reading of 465 mg/dl. There was no report of death or permanent impairment associated with this event.